Event description:
It was reported that the patient was admitted on (B)(6) 2019 due to melaena and suspected gastrointestinal (gi) bleed. Hemoglobin was 77g/l on admission. The patient was transfused 4 units of red blood cell. The patient's hemoglobin was 93 g/l. There was no active source of bleeding noted from the colonoscopy. A computed tomography (CT) scan of the patient's abdomen was done. The patient was monitored and once their hemoglobin was stable, the patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.